Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "minimum 5-year follow-up results and functional outcome of rotating-platform high-flexion total knee arthroplasty: a prospective study of 701 knees". Literature article "minimum 5-year follow-up results and functional outcome of rotating-platform high-flexion total knee arthroplasty: a prospective study of 701 knees" by aditya c. Pathak et al. Published by arthroplasty today was reviewed. The article purpose: to evaluate midterm clinical outcome, functional outcome, any significant complication, and survivorship of psrphf design in a significant sample size of 701 patients. The article reports: all patients who were operated using psrphf system between march 2005 and december 2007 for tka were included in this study. All patients were implanted with a pfc sigma rp-f implant. All patients had an increase in joint function. Depuy products involved: complications: infection (3), patella clunk (3), aseptic loosening (2), medical device implant removal (2), surgical intervention (8).